Event description:
Customer reported low k+ results on their gem premier 4000 when compared with results from their gem premier 3500 analyzer. See results below: gem 4000: k+ = 2.9 mmol/l, k+ = 3.7 mmol/l. Gem 3500: k+ = 4.2 mmol/l, k+ = 4.6 mmol/l.

Manufacturer narrative:
There is a known issue on the gem premier 4000 system of rare occurrences of falsely lowered k+ results (potential negative bias of 0.6 to 1.2 mmol/l) that can occur during cartridge life on patient blood analysis, leading to erroneous results with potentially severe impact to patient treatment. Recall: a recall has been initiated to notify the field regarding the issue with k+ reporting on the gem premier 4000. This recall action was submitted and will be tracked (B)(4).